Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device found scratches and scraping on the rim and outer radius of the head. No dimensional analysis was performed as the alleged failure mode occurred between the sleeve and the stem. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will reportedly be returned for analysis, but has not yet been received by the manufacturer; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant products: 650-1068 biolox option hip system taper adapter lot 692060; ep-200150 active articulation hip system dual mobility bearing lot 404860; unknown femoral stem; unknown acetabular cup. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03852, 0001825034-2017-03856 and 0001825034-2017-03857.

Event description:
It was reported that the ceramic head, taper adapter and dual mobility bearing would not assemble with the existing stem during a revision procedure. Another head, taper adapter and bearing were used to complete the procedure, resulting in a 40 minute delay. There were no additional patient consequences.